Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a vessel was occluded. A taxus express2 atom stent was placed in the 1st diagonal artery (dx). A lesion in the left anterior descending artery was treated with a taxus liberte' 3.5x32mm drug eluting stent. The patient had complaints of chest pain and was brought back to the ccl the following day. They found that the taxus liberte' stent had been positioned over the ostium of the 2nd dx branch which was "pinched off", tightly occluded about 80-90%. The vessel was successfully opened with balloon angioplasty. No further patient complications occurred. Patient status is satisfactory.